Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle leaked before use.

Event description:
It was reported that a bd precisionglide needle leaked before use.

Manufacturer narrative:
Four full shelf carton was returned in good shape. Twenty random samples were pulled from the shelf carton and leak tested. No failures or issues were observed. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of the testing performed on the returned samples were acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 7024999 had 62 visual inspections performed on 3,100 parts with zero defects noted. Eight leak tests were performed on 40 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch.